Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 24mm watchman laa closure device and delivery system (wds) were used. The closure device was successfully implanted without incident. The patient's activated clotting time (act) was 252 after intravenous heparin was given. Upon assessment of the intra-atrial septum using transesophageal echocardiogram (tee) imaging after the was and wds were removed, a potential thrombus was noted in the right atrium. No intervention was performed. The patient was stable and procedure was completed. It was further reported that the thrombus did not resolve prior to patient leaving procedure room.

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 24mm watchman laa closure device and delivery system (wds) were used. The closure device was successfully implanted without incident. The patient's activated clotting time (act) was 252 after intravenous heparin was given. Upon assessment of the intra-atrial septum using transesophageal echocardiogram (tee) imaging after the was and wds were removed, a potential thrombus was noted in the right atrium. No intervention was performed. The patient was stable and procedure was completed.